Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any intra-operative complications during the initial placement of the device? What is physician¿s opinion as to the contributing factors to this event? What is the patient's current status? The patient demographic info: age, weight, bmi at the time of index procedure. Will the product be returned for analysis, please provide return date and tracking information. Was any anomaly of the device identified?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2019 and the mesh was implanted. On (B)(6) 2019, the patient developed subcutaneous emphysema and on (B)(6) 2019, a CT scan was performed for suspected intestinal perforation, which was confirmed. The patient was prepared for the surgery and during surgery, the mesh sling was seen transluminal through the intestine. The mesh was removed, and part resection of the colon was performed. Additional information has been requested.